Manufacturer narrative:
It was reported that during the use of the comfort sling while two caregivers were transferring the (B)(6) patient from the wheelchair to the bed, the patient fell sustaining a right lower leg fracture, right upper arm fracture, left hip fracture, and neck fracture. Medical intervention included plastering for the right arm and surgery for the left hip fracture. No medical intervention was provided for the right lower leg fracture as it is noted that it, will heal with time and a neck collar was provided for the neck fracture. It was confirmed the liko slings have been used with an handicare mobile lift (non hillrom lift). There is a noted discrepancy in the sequence of events surrounding the fall, caregiver 1 reported that the patient slipped out of the sling, while caregiver 2 reported that the loops from one side of the sling bar hook came off.inspection by the municipality aids center found no deficiency in the sling. The patient has two slings, however, the second sling could not be located and is suspected to be at the hospital. Inspection of the third party lift found that the sling bar's safety latch broken on one side, the broken part was found on the floor, however, the customer could not determine if the latch broke during the incident or prior. It is noted that the event is likely due to, handling error when applying the sling. It is noted the customer declined training as they will replace sling and mobile lift to a overhead lift with sling. Additionally, the instructions for use for the comfortsling plus mod. 300 (7en160183 rev. 8) state: although liko¿s slingbars are equipped with latches, special caution must be exercised. Before the patient is lifted from the underlying surface, but after the straps have been fully extended, make sure the straps are correctly connected to the sling bar hooks. The patient¿s injury is likely due to improper use of the device as suspected handling error is noted. The reported event resulted in injuries requiring medical and surgical intervention to prevent permanent impairment and thus meets the definition of serious injury. Therefore the reported fall is considered reportable due to misuse of the device.

Event description:
It was reported that during the use of the comfort sling while two caregivers were transferring the (B)(6) patient from the wheelchair to the bed, the patient fell sustaining a right lower leg fracture, right upper arm fracture, left hip fracture, and neck fracture. Medical intervention included plastering for the right arm and surgery for the left hip fracture. No medical intervention was provided for the right lower leg fracture as it is noted that, it will heal with time, and a neck collar was provided for the neck fracture. There is a noted discrepancy in the sequence of events surrounding the fall, caregiver 1 reported that the patient slipped out of the sling, while caregiver 2 reported that the loops from one side of the sling bar hook came off. This report was filed in our complaint handling system as (B)(4).

Event description:
It was reported that during the use of the comfort sling while two caregivers were transferring the (B)(6) patient from the wheelchair to the bed, the patient fell sustaining a right lower leg fracture, right upper arm fracture, left hip fracture, and neck fracture. Medical intervention included plastering for the right arm and surgery for the left hip fracture. No medical intervention was provided for the right lower leg fracture as it is noted that, it will heal with time, and a neck collar was provided for the neck fracture. There is a noted discrepancy in the sequence of events surrounding the fall, caregiver 1 reported that the patient slipped out of the sling, while caregiver 2 reported that the loops from one side of the sling bar hook came off. This report was filed in our complaint handling system as (B)(4).

Manufacturer narrative:
Inspection by the municipality aids center found no deficiency in the sling. The patient has two slings, however, the second sling could not be located and is suspected to be at the hospital. Inspection of the third party lift found that the sling bar's safety latch broken on one side, the broken part was found on the floor, however, the customer could not determine if the latch broke during the incident or prior. It is noted that the event is likely due to, handling error when applying the sling. It is noted the customer declined training as they will replace sling and mobile lift to a overhead lift with sling. Additionally, the instructions for use for the comfortsling plus mod. 300 (7en160183 rev. 8) state: although liko¿s slingbars are equipped with latches, special caution must be exercised. Before the patient is lifted from the underlying surface, but after the straps have been fully extended, make sure the straps are correctly connected to the sling bar hooks. The patient¿s injury is likely due to improper use of the device as suspected handling error is noted. The reported event resulted in injuries requiring medical and surgical intervention to prevent permanent impairment and thus meets the definition of serious injury. Therefore the reported fall is considered reportable due to misuse of the device.